Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the door winch assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the wheel on the door winch motor was damaged, which required replacement.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system gantry door would not open and close. The surgeon then elected to not continue with the procedure. No additional information was provided. There was no reported impact on patient outcome.